Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (ICD), (B)(6) 2007; 6944-65 implantable tachy lead, (B)(6) 2001; h608h29 heart ring, (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited erratic and unreliable capture. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.